Event description:
The user reported that when creating a revision to the patient's treatment plan, the multi leaf collimator (mlc) beam shaping disappeared from 10 treatment fields. The patient received 2 sessions with all 10 fields without mlc and a session with 8 fields without mlc, following which the error was noticed and corrected. The patient received unintended dose of radiation to the lung, esophagus, and spinal cord, from a total exposure of 1500 monitor units (mu's).

Manufacturer narrative:
The user assumed there was a problem with the database causing the error messages and continued treating. Varian analyzed data records to continue treating. Varian analyzed data records to determine what caused the mlc data to be lost from the treatment fields during a plan revision. The user received 12 error messages including "please note the following messages and inform your system administrator: dose matrix data file could not be loaded", and "image data file not found". Similar messages followed that referred to image date, the field aperture, match points, and planning target volume. On attempt to save data, another error message appeared "please note the following [&] inform your system administrator: save of image not possible! An unspecified error occurred while writing in the file. Structure ID = contour". The reference image was no longer attached to one of the treatment fields. The user attempted to reattach the reference images, but received the error messages again. The user was able to attach the reference images without any error messages at another terminal. The missing mlc data was not detected at this time. Varian's investigation confirmed that the mlc data was lost because the user's workstation (user configured) did not have the correct rights assigned to access the image server. A software defect then allowed the plan to be saved and used, although multiple error messages were issued. A defect report has been created to correct this issue in any future updates for this old software release. The current software version does not allow save in this situation. Insufficient patient data was provided for our physician to determine injury, but varian determined that a MDR is appropriate based on the event. No additional follow-up to this MDR is expected.